Event description:
It was reported that during patient use, the ventilator generated a system error alarm. The patient was transferred to another unit. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The field service engineer replaced the breath delivery (bd) printed circuit board (pcb) and returned it for investigation. A visual inspection was performed and no anomalies were found. The bd pcb was installed into a test ventilator for analysis. The ventilator was powered on and failed the power on self test, generating a graphic user interface (gui) inoperative condition. The fault was isolated to a component on the bd pcb. The component was replaced and the vent then passed all testing. The reported malfunction was confirmed.